Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient disconnected without using aseptic technique, not using disconnection caps, and leaving the ceiling fan on during therapy. The patient was not hospitalized for the event. The patient was treated with vancomycin (intraperitoneally (ip), dose and frequency not reported) and gentamycin (ip, dose and frequency not reported) for the event. At the time of this report, the patient was recovering and had been retrained on aseptic technique. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.